Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: smartsite fittings have been pushed and pumped back during use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information: expiration date and device manufacture date included. Investigation results: one 2000e china sample was received without any packaging for investigation; the sample was presented with some residual substances in the housing and no connecting product was returned as part of investigation. The customer reported that the smartsite from lot #22045919 was occluded. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe and the smartsite was found to be occluded at first but flow resumed after several attempts of connecting and disconnecting. Analysis of the piston also confirmed that it activated. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that at the start of the assembly process the manufacturing operative is required to measure whether a sufficient amount of flourosilicone is being injected into the smartsite. A review of the production records for lot #22045919 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, improvements have been implemented to the fluorosilicone weighing procedure, with the implementation of a new fixture. Furthermore the production personnel have been informed of this feedback to ensure that they are following the correct assembly process.

Event description:
No additional information.